Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with resetting the pump, and the caller successfully resolved the issue by starting a new sensor session.